Event description:
Reporter alleged discrepant blood glucose results of 210, 110, & 113 mg/dl when all tests were performed back to back within 10 minutes on the compact system. The location of the testing was not provided. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.